Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient reports getting a cgm reading of 401 mg/dl and treating with insulin without confirming with a meter. Patient reports passing out after getting correction insulin .when patient regained consciousness, blood glucose reading was 40 mg/dl. Patient acknowledged she should have confirmed bg with a meter before treating rather than treating off a cgm reading. Customer support attributed the bg excursion to training/misuse.

Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: no defect was found. -last basal delivery was on(B)(6) 2016@3:11pm, reported date from (B)(6) 2016 is overwritten in the black box. Tdd add up correctly and reflect the programmed basal rate target..2-cgm history recorded ¿cs221¿ always use finger stick bg cgm alert on (B)(6) 2016@02:55. No activity outside of normal use is observed..3-test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.no eaw occurred..4-the pump reflected 24u after a 24hr on 1u/hr duration test. ¿ez-bg¿ test bolus delivery was performed with 85 mg/dl as actual bg, the cgm reading reflected 90mg/dl within +/- 20%..5-the pump correctly alarmed and displayed ¿cs221¿ alert at cgm session start up. The product performs within spec, unable to duplicate ¿inaccurate cgm reading¿ complaint.